Manufacturer narrative:
Of the 225 allegations of a malfunction, 135 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to a cracked cartridge compartment. During investigation for unrelated complaints, there were 39 additional failures found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 225 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-79 years of age and between 22 and 290 pounds. Of the reported patients, 94 were male, 71 were female, and 60 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of cartridge compartment failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 42 instances of cartridge compartment failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 3 instances of cartridge compartment failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.